Event description:
It was reported that the device exhibited continuous undersensing of the p-waves. Reprogramming was performed for the device's 'partial plus auto-adjust' feature, and the issue was resolved. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.